Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor after two days of use. It was reported that the electrode seemed dark. It was reported that a second sensor had the electrode missing. The customer's blood glucose level was reported to be 135mg/dl. It was reported that the sensors would be replaced.